Event description:
Customer reported an unexpected negative screen on the echo. Customer ran a screen on a patient with a known history of anti-d; the sample gave negative reactions.

Manufacturer narrative:
The instrument images were reviewed. It was determined that the strip that gave the unexpected negative reactions for the anti-d was used as a balance strip in a prior batch. We could not rule out the balance strip as the cause of the unexpected negative reaction. Advised customer to repeat the screen using a fresh strip.the customer repeated testing with the same lots of reagents and a new strip, and got 3+ reactions on the screen, as expected. Customers were previously notified not to use strips previously used as balance strips for performing testing as false-negative results may occur.